Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 301644 and lot number 9247291. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photo were provided for evaluation by our quality team. One photo shows a bag of bulk packaged needle assemblies with blue needle hubs; one of the needle assemblies has a gray needle hub. The other photo shows a label adhered to a plastic bag. It could be possible for this defect to occur during the batch change over if the line clearance was not properly performed. It may have been that a unit was left in the assembly area which ended up being mixed with the next batch. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. During the batch change over the line clearance was done not properly performed, leaving on unit in the assembly area which ended up mixed with the next batch.

Event description:
It was reported that the needle ns 25ga 1in blt sq grd w/o shield experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no.: 301644, batch no.: 9247291. On (B)(6) 2020, a manufacturing associate identified a mixed part in a bag of cannulas while fulfilling production orders. Upon investigation, we identified that a cannula (grey hub) was mixed in an order of material 300030260, cannula, blunt, 25 ga x 1 (05-8017) (blue hub) received from batch9247291 (apd batch 13kp1j).